Manufacturer narrative:
As reported, the x-stream laparoscopic tubing set suction cap fell off. The subject device was not returned for evaluation. The trumpet valve design on the x-stream irrigator allows for easy reverse configuration for left-handed use. The plug is assembled to the valve body during the manufacturing process with a torque screwdriver. If the plug was not inserted properly, minor leakage would occur. No leakage was reported. It is possible that the plug may have become unscrewed during use over time. However, without having the sample to evaluate, root cause cannot be determined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This MDR represents the x-stream tubing set (device #2). An additional MDR was submitted to represent the x-stream tubing set (device #1). If/when additional information be provided a supplemental MDR will be submitted.

Event description:
The following was reported to bd by the FDA via medwatch 3500a form # (B)(4): the bard/davol x-stream laparoscopic tubing: the cap (plug) of the suction irrigator fell off. Occurred twice. Additional information provided in follow up: it was reported that on 15-sep-2021, two x-stream laparoscopic tubing sets were used in the same case and the cap (plug) fell off both devices. The caps (plugs) were retrieved and there was no patient injury.